Event description:
Resident was on akrotec 4000 air bed for pressure relief and was found to have an area of sunburn type erythema on right hip. Staff assessed the mattress to be more warm or hot to touch in that area. Pt was removed from the bed and required treatment.